Event description:
Lap appendicectomy- "after the trocar enteres the peritoneum, the blade remained exposed. It didnt retract until the trocar was removed from the patient."

Manufacturer narrative:
Investigation summary: the incident product was not returned for evaluation. In the absence of the subject device, it is difficult to determine the root cause of the incident. A review of the manufacturing records for this lot confirmed that the product passed all manufacturing and quality inspections. During the manufacturing process, all trocars are thoroughly inspected and tested for functionality and performance prior to packaging. The applied medical instructions for use states, "insert the tip of the obturator into the abdominal wall and apply continuous downward moderately controlled pressure on the trocar. Do not twist or rotate the trocar during insertion." This document represents our final report.

Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A final report will be sent once the results have been analyzed. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.